Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed episodes of right ventricular lead noise. The noise was not physiologic and did not appear to come from a source of electromagnetic interference. The patient will be brought in to clinic for further evaluation. No further information is available.